Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a laparoscopic sleeve gastrectomy, on the stomach, the stapler was able to fire, the patient was brought back for a second operation to look for active bleeding attributed to the reload sheet. None was discovered. Blood transfusion was performed.